Event description:
It was reported that two doses of simplex t were set in under 7 minutes (drying too quickly). Third from the same lot was fine. The temperature and humidity levels in both the storage area and operating room were optimal. Customer will be returning the 4th dose of cement from the lot. It was reported that there was less than 30mins delay in surgery.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Visual inspection and functional testing was completed on one returned sample and two retain samples of the reported lot. The results were satisfactory and within specification. Bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Chr review determined that there were no similar events reported for the referenced lot. The investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the returned samples of the reported lot were tested and show that all required specifications are met. Based on the laboratory results of the returned samples it is not possible to replicate this event. No further investigation for this event is possible at this time.

Event description:
It was reported that two doses of simplex t were set in under 7 minutes (drying too quickly). Third from the same lot was fine. The temperature and humidity levels in both the storage area and operating room were optimal. Customer will be returning the 4th dose of cement from the lot. It was reported that there was less than 30mins delay in surgery.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.